Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and vomiting. The blood glucose reading was over 850mg/dl. Troubleshooting was performed. It was stated that the customer had several no delivery alarms. It was stated that the insulin pump was off with one hour. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.